Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous results for nine samples. Customer reported that the erroneous results for all but one of the samples were reported out of the laboratory. Customer indicated the erroneous results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned a dirty chloride (cl) port and changed the cl tip. The fse also decontaminated the system.

Event description:
On (B)(6) 2012, customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous results for nine samples. Customer reported that the erroneous results for all but one of the samples were reported out of the laboratory. Customer indicated the erroneous results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist assisted the customer via the telephone. Cts instructed the customer to run an additional ten (10) serum samples through the system. Customer reported they recalibrated the system after running the ten (10) serum samples. Customer reported that quality control recovery was acceptable after recalibration. Customer did not request on-site service from bec for the (B)(6) 2012 event. On (B)(6) 2012, customer reported to bec that the unicel dxc 600 synchron system generated erroneous results. The erroneous results generated on (B)(6) 2012 are addressed in MDR # 2050012-2012-01513. On (B)(4) 2012, bec field service engineer (fse) cleaned a dirty chloride (cl) port and changed the cl tip. On (B)(4) 2012, the fse decontaminated the system.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR #2050012-2012-01513.